Manufacturer narrative:
Information was received via medwatch (B)(4). (B)(4). A definitive root cause cannot be determined with the information provided. No devices or photos were received; therefore the condition of the components is unknown. The lot number of the drill bit quick-connect calibrated 3-fluted is unknown; therefore, the device history records could not be reviewed.

Event description:
It is reported the drill bit tip broke off in the patient's pelvis during the procedure.